Event description:
Pt has groshong catheter in place as a veins access device for i.v. Antibiotic therapy. The cap of the groshong fell out of the sleeve and out of the groshong catheter itself. Double lumen catheter, so one clamped off and other part was used. Groshong was inserted 4/1/97 at the hosp.